Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the reported issue began on (B)(6) 2017 at 6pm when he allegedly obtained blood glucose readings of 230 and 126mg/dl using the subject device which he felt were elevated compared to his usual results (73 and 76mg/dl). Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he usually manages his diabetes using insulin (no adjustments) and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient stated experiencing symptoms of sweating, dizzy and nauseous soon after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was able to confirm that the meter was set with the correct unit of measure and the test strips being used had been stored correctly and within expiry. The csr noted that the patient did not have any control solution test. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.